Event description:
As the doctor was doing a visual internal urethrotomy, the blade from the instrument broke off. It was retrieved by the surgeon, and an x-ray was taken. There was no apparent injury to the patient.